Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 2 bd alaris¿ lvp 20d dehp 2ss cv experienced air in line. The following information was provided by the initial reporter: pump read "air in line" despite new tubing, new pump, new channel.

Manufacturer narrative:
H.6. Investigation summary: two samples were received for quality investigation. The customer complaint of air-in-line could not be verified by inspection. Visual inspection of the samples received did not indicate any damage to the entire set for both samples. The sets were then primed completely, expelling all residual air and bubbles out of the tubing before conducting a simulated infusion at a rate of 125 ml/hr. The simulated infusion was allowed to run for 30 minutes with no sign of leakage, air-in-line or occlusion from the infusion set samples. No further issues were found during the testing of the samples. A device history record review for model 2420-0500 lot number 22025404 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause for the failure reported could not be determined because the reported failure could not be replicated. H3 other text : see h.10.

Event description:
It was reported that the 2 bd alaris¿ lvp 20d dehp 2ss cv experienced air in line. The following information was provided by the initial reporter: pump read "air in line" despite new tubing, new pump, new channel.